Event description:
Elderly female with history of hypertension. Presented to emergency department with chest pain and taken to cath lab. While preparing equipment for procedure, the wire to cutting balloon snapped off and broke. No harm to the patient. The wolverine cutting balloon delivery system broke in half as it was being loaded onto the wire.